Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion and recurring incontinence. A surgical procedure was performed to remove the components. No device issues and no additional patient complications were reported.